Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced monofocal diplopia and small myopic refraction. Additional information received stated that symptom did not affect the capabilities of the patient to perform daily activities. However, diplopia caused a loss of 2 lines or more of bcva (best corrected visual acuity). Surgeon also stated that recovery to 9/10 (without correction) at day 1 following a post-operative explantation for a monofocal iol. Surgeon stated that cortical acquisition of multifocality was not optimal in the patient. Patient also tried a progressive lens which was failure. The patient had no more vision problem. No further information available.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).